Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This complaint for a report of a system error 2240 was confirmed. The root cause was air being sucked into the disposable after the supply bag fell and disconnected.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 2 of 4. A bag had fallen and disconnected, but the cause of the fall was unknown. The hp started therapy over with new supplies. The sample and lot was unavailable. There was no patient injury or medical intervention was reported. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.